Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device entanglement was procedure related.

Event description:
During an atrioventricular nodal re-entrant tachycardia procedure, a non-abbott quad catheter became entangled in the splines of the hd grid during removal. When withdrawing the hd grid catheter, the device bent the middle of the quad catheter. Both devices were pulled to the sheath and the sheath was removed completely to release the devices. The procedure was completed with no adverse consequences to the patient.